Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The labeling review found that the product instructions for use (IFU) states "warning-careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance." The risk review was completed and confirmed that the event of fiber break is defined in the risk documentation. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, when lasing the laser beam suddenly fired through the scope at the bend/opening of the sheath, indicating a fiber break. The broken scope and fiber were replaced to complete the procedure with no patient complications.

Event description:
It was reported that during a procedure, when lasing the laser beam suddenly fired through the scope at the bend/opening of the sheath, indicating a fiber break. The broken scope and fiber were replaced to complete the procedure with no patient complications.